Event description:
It was reported the patient passed away due to a chronic driveline infection (MFR# 2916596-2024-06267) and to right-sided heart failure hospice. The patient exhibited symptoms of shortness of breath, recurrent pleural effusions, and renal failure. The site noted that the patient had a chronic pseudomonas driveline infection, which could have exhibited as the renal failure as well. The right heart failure was treated with digoxin, which was stopped due to the kidney failure, short-term dobutamine, dialysis, and metoprolol. The metoprolol was stopped due to dialysis and hypotension. The right heart failure did not exist pre-left ventricular assist device (lvad) implant. An autopsy was not performed and the lvad pump was not explanted. The device operated as expected and was reported to not cause or contribute to the right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including driveline infection, right heart failure, renal dysfunction, and death. No further information was provided. The manufacturer is closing the file on this event.